Event description:
It was additionally reported that the patient's flow dropped to roughly 3.5-4.0 liters per minute (lpm) when it was 5.5 lpm previously. The patient was resting at the time of the call and was in no acute distress and hemodynamically stable. The pump speed had been decreased from 9400 rotations per minute (rpm) to 9200 rpm per the doctor's request due to hemolysis. Later in the afternoon, the flow was intermittently showing " " which became more frequent throughout the evening into the night. The patient's lactate dehydrogenase (ldh) had been increasing. Their plasma free hemoglobin was >50 and they had dark urine. A computed tomography (CT) scan was performed with contrast that revealed narrowing of the outflow graft, but the full outflow graft was not able to be visualized. The patient was being heparinized. Log files revealed an upward trend in pump power from a baseline of 4-5 watts (w) on (B)(6) 2023 to 6-7 w range. The elevation occurred for about 20 days and slowly was coming back down to the baseline. On (B)(6) 2023, the patient's ldh decreased to 866 but their urine was still dark. Follow up log files revealed the power and flow were trending upward and the pulsatility index (pi) was trending downward. A couple of isolated power elevations were noted as well. The patient was noted to have heart failure symptoms. On (B)(6) 2023, the patient had an outflow graft revision, and a protein-like fibrin was found between the bend relief and the outflow graft. The fibrin was removed, and the patient was stable in the ICU with mean arterial pressures (maps) in the 60s. Follow up log files captured transient power and flow elevations associated with pi events. After the outflow graft revision, the patient's condition worsened. They had little to know urine output that was dark brown, multiple power spikes, a brain natriuretic peptide (bnp) of >70,000, and elevated liver function test (lfts). They were currently in the cardiovascular intensive care unit (cvicu) on dialysis and in multisystem organ failure. The patient was scheduled to have a heartmate ii pump exchange on (B)(6) 2023. Follow up log files submitted revealed short periods of elevated pump powers starting on (B)(6) 2023 as well as an upward trend in pi. Pump parameters returned to normal following the pump exchange. The patient remained in rehab and would be discharged home once better physically conditioned.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), confirmed pump thrombus; however, the reported event of outflow graft narrowing could not be confirmed as no images were submitted for analysis and the outflow graft was not returned. Additionally, a direct correlation between the device and the reported events of gastrointestinal bleeding, multi-system organ failure, hypertension, and hypovolemia could not be conclusively established through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 10¿ from the outlet housing. The remaining distal portion of the driveline was not returned with the device. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and apical sewing ring were not returned with the device. The outflow elbow was returned attached to the pump¿s outlet port. The device appeared to have been exposed to a fixative agent prior to its return to abbott for evaluation. Upon disassembly of (B)(6), examination of the proximal side of the outlet stator revealed a red/white, tissue-like thrombus formation surrounding the outlet bearing ball and extending into each of the three stator vanes. The formation showed evidence of denaturation and did not maintain its structure upon removal from the device. Although the origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the shape of the formation, along with the presence of concentric contact marks on the distal end of the rotor, suggests that the deposition was present in the outlet stator for an extended period of time while the device was supporting the patient. Although a root cause for the development of this deposition could not be conclusively determined through this evaluation, based on past experience with the hm ii lvas and similar events, it could have contributed to the patient's elevated lactate dehydrogenase levels, other hemolysis symptoms, as well as the reported power and flow elevations observed in the submitted log file. No additional developed depositions or thrombus formations were observed during the examination of the pump¿s blood-contacting surfaces. Upon removal of the observed deposition, the device was cleaned. The pump's bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis, bleeding, and multiple organ failures/dysfunctions (including renal dysfunction and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Additionally, section 6, under ¿pump performance monitoring¿, lists hypovolemia as a potential late postimplant complication. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. Section 5 "surgical procedures" provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also addresses all pump parameters including pump power, flow, and pulsatility index (pi). In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, the IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The IFU states that the system controller provides an estimate of blood flow out of the pump. This estimate is based on pump speed and the amount of power being provided to the pump motor. The relationship between power and flow at any particular speed is mostly linear. However, there are regions at the low and high ends where the relationship is not linear. The system controller also monitors the flow estimate, compares it to the known operational range of the pump, and verifies that for the given speed and power, the flow predicted is within physiological conditions. If the flow estimate falls outside the expected operational range or acceptable linear region, the pump flow box displays "+++" or "- - -". This prevents the display of inaccurate flow information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a recent gastrointestinal (gi) bleed. They were admitted for an elevated lactate dehydrogenase (ldh) and subtherapeutic international normalized ratio (inr). They were given a heparin infusion and were discharged on (B)(6) 2023. The patient was then admitted on (B)(6) 2023 with overall malaise, nausea, shortness of breath, hypertension, agitation, confusion, and a supratherapeutic inr. The patient also experienced kidney function issues. Labs revealed the patient's hemoglobin was 7.7. It was planned that the patient would receive one unit of packed red blood cells (prbcs). The patient was also given a cardene (nicardipine) drip for a goal mean arterial pressure (map) of 100. On the morning of (B)(6) 2023 the patient had higher powers than their normal. They had been feeling very fatigued but was for the most part stable. The patient's flows have reached a level of 10 alongside the elevated power. There was concern for pump thrombosis. Follow up log files revealed pulsatility index (pi) events as well as a transient power and flow spike prior to log file retrieval.